Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture and loss of sensing. A chest x-ray revealed an insulation anomaly and fracture. The lead was capped and replaced.